Event description:
Report received from (B)(6), stating that they could not insert the cutting burr. It is known that the device was being used during surgery. It is also known that there was no pt or user injury reported; however, it is unk if there was any medical intervention or surgical delay related to the event. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "cannot insert cutting burr" was confirmed. During service, the device failed the "cutter insertion" test. If add'l info becomes available, a supplemental report will be sent. (B)(4).